Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the reservoir leaked. The leak occurred when they removed the reservoir out of the insulin pump. The insulin pump was not rewinding. Customer woke up with a blood glucose level of 500 mg/dl. The customer treated their blood glucose level with a manual injection. When rewinding, the insulin pump alarmed motor error. The piston did not move. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.